Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU).  A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation.  The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks.  Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors.  The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that upon routine neurological exam following vad implant procedure this patient was found to have the left pupil more dilated than the right. CT head scan revealed a right occipital infract. The patient underwent vad placement due to systemic ventricular failure. Upon opening the chest the patient experienced ventricular fibrillation and arrest. He was shocked and converted to junctional rhythm. The medical team performed chest compressions placed the patient emergently placed on cardiopulmonary bypass. Mean arterial pressures remained in the 30's throughout the event. The patient was last reported to remain hospitalized post implant procedure.

Manufacturer narrative:
Additional information: event occurred intraoperatively, the exact time is unable to be determined as the patient was under general anesthesia. The patient would have received heparin prior to cardio pulmonary bypass and reversal with protamine. There were no additional testing and the patient's inr during the time of the event was unknown. Patient was discharged on (B)(6) 2016 and due to the patient's age of (B)(6), the remaining residual is likely to be mild. The team does not feel that the event is device related but more related to the patient condition or procedure. No additional information available. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early postoperative period. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.